Event description:
It was reported that a smiths medical cadd solis pump failed flow test twice -9.1% and -8.8%. No patient involvement.

Manufacturer narrative:
Evaluation results: one cadd solis was returned for investigation in used condition. The tamper seal was missing. The reported product problem (failed flow test/ -9.1 % and -8.8 %) was not evidenced in the event history log. Delivery accuracy tests were performed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.